Event description:
Healthcare professional (hcp) reports three incidents of blood leaks with the psn 170 dialyzer. Incidents occurred in 2001, over 2 days. Hcp stated blood leaks occurred sometime during the patients' treatments and were noted on leak alarms. Blood was not returned to any of the patients, with an estimated blood loss of 250cc per patient. Treatments were resumed with new disposables and completed without further incidents. No pt injuries or medical intervention reported per hcp.